Event description:
Problem: leaking angioplasty balloon. We were using a boston scientific gladiator over the wire pta balloon dilatation catheter for dilating multiple stenoses of an arteriovenous fistula when we found that the balloon would not hold its pressure and seemed to be leaking. Inspection of the balloon revealed it was leaking into the lumen of the angioplasty catheter.